Event description:
It was reported that during the procedure in the mid circumflex artery for treatment of a perforation, a 3.0x12 jostent graftmaster stent delivery system (sds) was advanced but could not cross to the perforation site due to vessel disease and heavy calcification. The sds was withdrawn and a 3.0x23 xience stent was deployed for treatment of the perforation. A second attempt was made to advance the graftmaster (precautionary measure) but the sds could not cross. No further intervention was required and the perforation was sealed without pericardial effusion. The patient is reported as doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.